Manufacturer narrative:
The product was not returned and there were no retains available for review. Review of the DHR confirmed that all product requirements were met prior to release. The customer reported that there was a foreign material in the sealed pouch of this product. Photos provided enough evidence to confirm the complaint. Quality alerts 002-2026 and 010-2026 were issued to ensure proper adherence to clean room and inspection practices. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by (B)(6) or its employees that (B)(6) or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to (B)(6) regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "it was reported that during the surgery, the foreign substance which looks like a hair was found inside of the sterile package when the nurse opened the outer package. Therefore, the nurse prepared a back up product for the surgery. The complaint product is unopened product.".